Event description:
The customer alleged the volume on the audible alarm would change when one of the alarm's wire was moved. The audible alarm assembly was removed and replaced as a precaution. It has not been verified that the unit's alarm ever failed to sound, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.